Manufacturer narrative:
Investigation summary: 7 photos were received and tested by our quality team. The device represented in photos has a lid that does not close correctly and the complaint has been verified. The manufacturing team of this lid was contacted and though there is no history of production issues with this lot, the root cause of this failure is due to an improper molding ie- the lid portions were flipped for this device. This is a very rare issue and the manufacturer has ensured that regular quality checks are in place to catch this before packaging.

Event description:
Photos received.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd sharps coll 1.4l yellow tray size lid is damaged. The following information was provided by the initial reporter: I have type 2 diabetes and have just received my new bgl monitor and all the bits and pieces that go with it. Yesterday I purchased one of the above containers to dispense the used lancets into however the strap to the lid appears to have been attached with a twist, meaning that the strap will need to be twisted if I want to attach the lid securely. I haven¿t tried to do that yet because I only purchased it yesterday and am yet to use it. I did point out the fault when it was brought to the counter however the lady who served me said not to worry about it and just to just leave it open (!) Which I thought was a bit strange not only because it is a sharps container and the whole idea is about safety but also because, prior to bringing this one to me from out the back, she had been suggesting that I could save myself some money and just use an empty milk bottle or some other container as long as it had a lid! I said no because somebody might throw the milk container out and I would prefer to have a dedicated sharps bin please! When I told her that I have 5 small grandchildren who come and go frequently, her solution was to leave it somewhere high! The problem with that is that I am, in fact, very short with advanced arthritis and am just as likely to tip a heap of lancets on top of my head and face in reaching and tilting to get it down! She didn¿t offer to swap it so I can only assume that the others that she brought out to put on a display shelf were the same. It looks to me as though the strap is already ¿stressed¿ at the bending/twisting point without having been used yet so I am not sure how long it will remain attached.